Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all in one computer did not power on after turning on the equipment. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. Correction: section e initial reporter first name, initial reporter last name and initial reporter city. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aio failed shortly after installation. A field service engineer (fse) replaced the all-in-one present in the computer. After replacement, the equipment operated normally with no further issues, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all in one computer did not power on after turning on the equipment. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.